Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.5, lab: 3.1. Date: (B)(6) 2011, inratio: 3.1, lab: 2.6. Customer did some comparison tests and the results are one half a point off. Customer tested 2 patients one an older lady with a.fib. With venous blood for both tests per inr machine it read 3.5 and per lab 3.1 (13% difference). The second patient was younger person with dvt, also per venous blood both tests, inr machine was 3.1 and per lab 2.6 (19% difference).

Manufacturer narrative:
Investigation pending.